Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 3 was jumping when the surgeon was suturing the patient. There was no patient injury due to the issue. The tse could not find any related errors in the logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse inspected for any debris or damage to potentially cause issues. All arms were then friction tested as a precaution. No parts were replaced. System was tested and verified as ready for use.